Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on (B)(6) 2024. The device evaluation was completed on (B)(6) 2024. The device was returned to biosense webster (bwi) for evaluation. A visual inspection, and functional tests of the returned device was performed following bwi procedures. Visual analysis revealed reddish material and a hole in the surface of the pebax. The temperature and impedance test was performed and the device was found working correctly. No temperature or impedance issues were observed. A pump and pressure gage test was performed, and the device was irrigating correctly. No irrigation issues were observed. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. The reddish material inside the pebax could be related to the temperature issue reported by the customer; therefore, the customer complaint was confirmed. The root cause of the pebax damage could be related to the manipulation of the device during the procedure; however, this cannot be conclusively determined. The instruction for use states: when cleaning the tip electrode, be careful not to twist the tip electrode with respect to the catheter shaft; twisting may damage the tip electrode bond and loosen the tip electrode, or may damage the contact force sensor. In addition, in order to prevent damage to the catheter tip, use the insertion tube supplied with the catheter to advance or retract the catheter through the hemostasis valve of the sheath. After insertion, slide the insertion tube back toward the handle as part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through bwi¿s quality system. Manufacturer¿s reference number: pc-001572592

Event description:
It was reported that a patient underwent a pvc ablation procedure with a thermocool® smart touch¿ electrophysiology catheter for which biosense webster¿s product analysis lab (pal) identified a hole in the surface of the pebax. During the procedure, there was high temperature reading from the catheter when radio frequency (rf) was being delivered. A second device was used to complete the procedure. There was no adverse event reported on the patient. Additional information was received. The temperature cut off value exceeded and the system stopped the ablation immediately. The generator parameters were set to power control mode, 43, and 30w. The biosense webster, inc. Product analysis lab received the device for evaluation and per the evaluation completion on (B)(6) 2024 there was reddish material and a hole in the surface of the pebax observed. The event was originally considered non-reportable, however, bwi became aware of a hole in the surface of the pebax on (B) (6) 2024 and have assessed this returned condition as reportable.